Manufacturer narrative:
The device has been received for further evaluation. As additional information becomes available, a supplemental report will be filed.

Event description:
The reporter stated, the device involved in the event experienced a cytarabine, arac drug leak. It was reported that the chemo agent was leaking onto the patient from the device. The end-user reported to have attached a cardiac filter (0.22 micron) between the device and patient. There was patient involvement however there was no harm reported.

Manufacturer narrative:
The device involved in the event was received by the manufacturer on 1/10/2019 with mating device componentry attached at both the female and male luers. The device was pressure leak tested, as returned, and a crack in the non-ICU medical filter set female luer was the only source of leakage. The leak was the result of an axial crack of the non-ICU medical female luer. The spiros was pressure leak tested and did not leak in the activated or inactivated positions. A device history review (DHR) for lots 94-496-sl and 94-493-sl was performed and there were no relevant non-conformances found that would have contributed to the reported complaint.